Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
During review of file on feb 9, 2017, the MDR was found to have been submitted with the incorrect device information.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Not returned to manufacturer.

Event description:
It was reported that while locking the set screw in place at the l5 level, the set screw became cross-threaded and the threads broke. The set screw and pedicle screw were removed from the patient and replaced with new implants. There was no reported harm to the patient in association with this event.